Manufacturer narrative:
(B)(4). The customer reported that the device failed to alarm. Based on the available info, a pt was on a ventilator with multiple organ failure and the nurse noticed a heart rate (hr) of 0, but had no red alarm tones at the bedside or the central station. The involved monitor sys was tested, and it passed all testing. The alarm logs from the attached central station shows two asystole alarms back to back at the time specified by the users, supporting that the first alarm was silenced by the users. The available info does not support that there was any malfunction or health risk. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to alarm.